Event description:
It was reported that a pump with a cracked screen led the caregiver to disconnect the patient from the device, with blood glucose reported in the 300s and use of subcutaneous insulin by pen as backup while awaiting a replacement; troubleshooting and education were completed, no alerts or alarms were reported, and the matter was documented as a hardware screen issue. Symptoms included hyperglycemia. Outcomes included temporary interruption of device use with reliance on backup therapy at home. Investigation included customer interview and internal review of the reported device issue. Investigation of this case revealed a damaged display component and no reported alarm function anomalies. It was concluded that the event involved device damage to the screen with user-directed discontinuation and transition to backup insulin therapy without clinical escalation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.